Manufacturer narrative:
B2: aware date was used as date of death as actual date of death was not known. B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. A few days or weeks after the watchman procedure, the patient died. The physician was unsure the exact date of death or cause of death. The physician did not believe the cause of death was related to the left atrial appendage closure (laac), because the patient was in need of transcatheter aortic valve replacement (tavr) and had many other comorbidities and conditions. According to the physician the autopsy is not available. There was no further information provided.